Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
Product event summary: analysis of the monitor found corrosion at the battery terminal. It was verified that the monitor passed the full debug mode test.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that dried battery acid was noticed on the remote monitor while replacing the batteries. The monitor is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.